Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that no power to mics hand piece during setup registration. Product evaluation and results: as per work order wo-(B)(4) and case number (B)(4) the alleged failure mode was confirmed. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Rtv reason: loose screws. Product history review: device history records indicate (B)(4) devices were manufactured under lot k084a and (B)(4) devices were accepted into final stock on 8/31/2016. A review of qt 16-08-0104 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k084a shows 01 additional complaint(s) related to the failure in this investigation. Complaint pr : (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931.

Event description:
Small screw fell off handle and will not stay when trying to replace. Case type: tha. Update: "the patient was under anesthesia".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Small screw fell off handle and will not stay when trying to replace. Case type: tha. Update: "the patient was under anesthesia".